Event description:
It was reported the pt is experiencing persistent pain at the ipg site. The ipg is located on her left side above the waistline and the pain will radiate into her right side especially if she lays down. The pt reports the pain has been getting worse and pain medication is not working. The pt was advised to see her physician to discuss this pain.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.